Event description:
The report stated that the wire near the jaw was exposed. The device was not used.

Manufacturer narrative:
The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received, or if additional info is pertinent to the incident is obtained, a follow- up report will be submitted.